Manufacturer narrative:
The device was not returned; however, an investigation is being conducted. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported blood loss was noted. The tubing set was being used to deliver 85ml of an unspecified concentration of isovue with a power injector at a rate of 2ml/sec. It was reported that after 30ml of the contrast had been delivered, the tubing ruptured. Approximately 5ml to 10ml of blood loss was noted. The tubing set was removed. The radiologist and the patient's physician were notified of the shortened scan. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.